Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was powering off by itself intermittently.  There was patient use associated with the reported event; however, no further details were provided by the customer.   After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional information regarding the patient or the reported issue.